Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had twiddler's syndrome which dislodged this lead. A revision procedure was performed and the lead was explanted. It was noted that the whisper wire would not go through this lead and the suspected cause of this was a blood clot. It was also noted that the vein was occluded. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted blood/boyd fluid in the lead lumen. There was evidence that electrocautery had melted the insulation at 543 millimeters from the terminal pin. There was nothing visually wrong with the lead that would cause a dislodgement.